Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer and healthcare provider (hcp) via the manufacturer's representative (rep) reported the patient was kept overnight due to chest tightness. It was noted the patient and his wife were elderly. When the rep called the patient's wife on the afternoon of the report, she said the patient was weak and did not know where he was. He had yet to recover from the implant surgery and was still impatient. The patient&#38112;wife believed it may all be stimulator related and was too afraid to turn it back on. The cause of the chest tightness and confusion was unknown. No troubleshooting was necessary in this event. The programming when on was a light tingle in all areas needed. The patient was very drowsy, but comfortable. The patient had no pain, acute or otherwise. It was noted the rep did not believe this was stimulation related; however, the patient&#38112;spouse felt the stimulation may have been affecting the patient's brain on the day of the report. No surgical intervention occurred or was planned. At the time of the report, the issue was not resolved. Relevant medical history included chronic low back pain and spinal pain.